Manufacturer narrative:
The tip cover accessory has not been returned for evaluation, therefore, the root cause of the customer reported failure cannot be determined. A follow-up medwatch report will be submitted if the tip cover is returned or if additional information is received.

Event description:
It was reported that during a da vinci si prostatectomy procedure the tip cover accessory installed on the monopolar curved scissors (mcs) instrument was failing and arcing and a hole in the tip cover were observed. The tip cover was immediately removed and replaced and the planned surgical procedure was successfully completed. No patient harm, adverse outcome or injury was reported.